Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention for an infection that developed at the infusion site (leg) while wearing the pod between 49 and 71 hours. The pod was removed by the patient on (B)(6) 2026, the patient noted that the site was red and irritated with purulent discharge. The next day on (B)(6) 2026, the irritation had worsened and the patient attended a telehealth appointment. The patient was prescribed a 5-day course of flucloxacillin 500 mg to be taken every 6 hours. The patient reported that the site appeared to improve for 2 days, however by the third day, the site was painful and swollen. On (B)(6) 2026 the patient attended an appointment with a community doctor. The doctor diagnosed an abscess and prescribed a 7-day course of cefalexin 500mg to be taken 3 times day. The patient attended a follow up appointment on (B)(6) 2026 where it was confirmed that the infection had resolved.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the formed needle under magnification found no damaged or manufacturing defects. The cause of the reported skin condition infection complaint could not be determined.